Event description:
The patient is a male. The patient's medical history includes: hyperlipidemia, CABG, renal insufficiency (creatinine>2.5mg/dl), diabetes mellitus, coronary artery disease, myocardial infarction, and hypertension (systolic>140, or diastolic>90, or requiring medication). The patient was asymptomatic. The target lesion was the right internal carotid artery. The lesion was reported to be: an 82% stenosis,4.0 mm vessel diameter, and 14 mm length. An angioguard embolic protection device was successfully deployed. The lesion was predilated with an unknown balloon. A precise 7 x 30 mm stent was successfully implanted after pre-dilation at the target lesion. Following stent placement, the stent was post dilated with an unknown balloon. During post dilation, the patient experienced a neurological deficit described as a gradual onset of aphasia and left-sided reflex changes. The patient's symptoms lasted less than twenty-four hours. The patient recovered completely and was discharged two days after the index procedure. No additional intervention was required. This was diagnosed as tia. Adjudication of the event was conducted by an independent panel of physicians and the panel disagreed with the diagnosis of tia and ruled the event to be stroke.

Manufacturer narrative:
The following were their findings: in 2008, he underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the right proximal ica. Upon retrieval of the angioguard rx ecgw, no debris was found in the filter. During post-dilatation, the patient developed new neurological deficits of gradual onset recorded as aphasia, reflex change and left hemiparesis with left upper and left lower extremities weakness. Catheterization report noted that completion cervical and cerebral angiography demonstrated widely patent stent without evidence of significant residual lesion, dissection or embolization, further noting "a blush in the territory of the mca which could possibly be consistent with prior embolization and now reactive hyperemia." The site reported a 0% final residual in-lesion stenosis. The procedure started at 13:00 and ended at 13:50. At the conclusion of the procedure, the patient regained function in his left lower extremity, but there was still residual weakness in his left upper extremity. Post-procedure, the nih stroke scale score and the rankin stroke scale score were not assessed. A stat brain CT scan the same day at 14:49 reported unremarkable CT with no evidence of intracranial hemorrhage. It also reported mild interval progression of generalized cerebral and cerebellar atrophy, low density changes consistent with leukoaraiosis, extensive intracranial vascular calcifications, and small chronic infarction in the left cerebellar hemisphere. Consultation of the same day at 17:35 noted that the dysphasia reportedly improved, but this was difficult to ascertain as the patient had "some dementia." Neurological examination revealed normal strength in the lower extremities bilaterally and definite weakness in the left upper extremity. The patient was given a phenylephrine overnight drip to maintain his blood pressure over 70mmhg, and he was continuing on asa and clopidogrel. Carotid duplex ultrasound the next day at 11:55 reported that the right cca/ica markedly improved from previous study, findings are consistent with a 40-69% stenosis (report is available for review). The neurology consultation was performed the same day at 13:37. In history of present illness, it noted that during the index procedure the patient developed weakness in his left upper and lower extremities as well as a left facial droop. Physical examination found the patient awake and interactive, responding appropriately to the questions. He was noted to have a mild facial droop. His strength was intact in the upper and lower extremities bilaterally with the following exceptions: he had strength in the right deltoid, which appeared secondary to pain, and 1 strength in the right finger extensors in the left interossei. Reflexes were somewhat brisk in the lower extremities. His amrs (alternating motion rates) were somewhat slowed in the left hand and fingers. There was some mild dysmetria on finger-nose-finger and tremors in the upper extremities bilaterally, right greater than left, most prominently with sustained posture, but also with movement. Impression/'report: possible post-operative tia, status post right ica stenting with notation of the following: reviewing previous exams, the only finding that is concerning for possible stroke is this new left facial droop. It is mild and appears to have been resolving since first noted in the operating room yesterday. Neurology consultation on the same day at 17:24 reported no focal findings and no facial asymmetry. The hospital dismissal summary diagnosis was a tia. Post-procedure course was complicated by urinary retension that was treated and resolved. The site reported this event as a tia with neurological deficits fully resolved in less than 24 hours. The patient was discharged the next day on asa and clopidogrel. At 30 day follow-up visit, the stroke scale score and the rankin stroke scale score were not assessed. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and patient and vessel factors that may have contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report #: 1016427-2009-00096.